Manufacturer narrative:
Clinical investigation: there is a temporal relationship between peritoneal dialysis utilizing the liberty select cycler and the patient event of hospitalization for sob and fluid retention with an exacerbation of copd. It is possible there is a causal or contributory relationship between the adverse event and use of the cycler. It was reported that the patient had incomplete treatments on the cycler prior to hospitalization due to issues with the cycler requiring their replacement. However, it is unknown if the patient attempted to complete manual exchanges while waiting for the replacement cyclers. When the patient reported the cycler issues, she stated she did know how to perform manual exchanges and had the supplies to complete those treatments. Furthermore, the fluid retention the patient experienced could have been the result of the copd exacerbation. ¿as copd impairs your lungs and heart, it affects your circulation, which leads to fluid retention.¿ based on the available information, it cannot be determined if the reported issues with the liberty select cycler caused the patient¿s fluid retention with shortness of breath or if it was a side effect of the copd exacerbation. Therefore, the liberty select cycler cannot be excluded as causing or contributing to the patient¿s adverse event. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that this female peritoneal dialysis (pd) patient was hospitalized due to fluid buildup. Reportedly the patient¿s liberty select cycler was not working. No further information was provided. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient was admitted to the hospital on (B)(6) 2026 for shortness of breath (sob) and fluid retention. The patient was diagnosed with sob and an exacerbation of chronic obstructive pulmonary disease (copd). The pdrn stated the patient was having multiple issues (unspecified) with the liberty select cycler in the week prior to the hospitalization. This caused the patient to not have complete treatments on the cycler. No information pertaining to the patient¿s hospital course was provided. The patient was discharged on (B)(6) 2026. Prior to the hospitalization, the patient required two cycler replacements. It was not confirmed if the patient completed manual exchanges while waiting for the replacement cyclers. In addition, the patient called into technical support for heater bag issues which turned out to be patient error. The patient connected the heater bag line to the incorrect solution bag on two treatments. No additional information was available. The patient is home and completing treatments without issues on the replacement cycler.